Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2026 where in the ipg was replaced and effective therapy was restored post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.